Manufacturer narrative:
Patient ethnicity is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a tibial nail placement on (B)(6) 2018. During the procedure, the outside handle of the reaming rod inserter broke while being hammered to insert a ball tip guide. The reaming rod inserter did not break, but the outside handle broke when the device was hammered on a couple of times. The procedure was successfully completed using the same device. There were no broken fragments generated from the device. There was no surgical delay reported. Patient outcome was reported to be doing fine at the end of the procedure. This report is for an inserter for titanium (ti) elastic nails. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part: 359.219; lot: 9564239; manufacturing site: haegendorf; release to warehouse date: 09. Nov. 2015. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation flow: broken. Visual inspection: the inserter for ti elastic nails was inspected at us customer quality(cq). The handle was observed to be broken at the proximal end into two pieces. Impact marks were observed on the handle. No new malfunctions were identified. Based on the visual inspection, the received condition of the device agrees with the complaint description, therefore the complaint is confirmed. Dimensional inspection: a relevant dimensional inspection was not performed at cq due to the relevant design change. Document/specifications review: the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Materials/hardness review was not performed as only top level of the device history record reviewed as sub-components are not lot tracked. A review of the current design drawing and the drawing revision at the time of manufacture was performed. The handle design was modified to improve impact resistance to hammer strikes and material was changed. Revision b of handle drawing was released on november 22, 2016. Therefore, the returned device was manufactured to revision a prior to the handle design/material changes. Conclusion: while no definitive root cause could be determined, it is possible that the design history with excessive hammer blows to the handle could contribute to the complaint condition. Therefore, the complaint is confirmed. Based on the investigation findings, it has been determined that no further corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date device received by manufacturer. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.